Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. The primary audible alarm bgnd test occurs per the event history and upon power up. The cause was traced to the speaker assembly. The speaker was replaced along with the interconnect board to address this issue.

Event description:
It was reported that the device triggered a primary audible alarm. The event occurred during set-up. During evaluation of the returned device, the primary audible alarm bgnd was confirmed due to a faulty speaker.